Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was hospitalized due to hyperglycemia, on (B)(6) 2019 with blood glucose of 450 mg/dl at time of incident and other 375 mg/dl. Customer treated with manual injection and intravenous fluid. Customer had expressed some symptoms that may be indicative of the possible onset of diabetic ketoacidosis, stomach pain, headaches and vomiting. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.